Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the up arrow keypad button is unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: the keypad was intact with no evidence of peeling. The up arrow, down arrow, and contrast buttons on the keypad had a delayed response. The ok button was unresponsive. Contamination was found under the up arrow, down arrow, and contrast button contacts when the keypad was removed. Unrelated to the original complaint, there was damage found to the battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).